Manufacturer narrative:
(B)(4). The device has been returned, but the device investigation is not yet complete. Once the evaluation is completed a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while implanting the cup, the screw portion of the inserter broke when impacted. No known patient impact or adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Expiration date - na, as this is a non-sterile instrument. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the device shows the broken screw portion is missing and also shows strike marks on the handle portion and on plate. Device history record was reviewed and no discrepancies were found. Previous investigation into this issue and complaint history review identified that this issue is due to a previous design related issue, and that this device underwent a design change to mitigate the reported failure. Because this device precedes that manufacturing change to address failure of this nature, the likely cause for the reported issue is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.